Event description:
It was reported that fiber broke during a photoselective vaporization of the prostate (pvp) procedure, after 60,317 joules and 9:09 minutes of use. The replacement fiber malfunctioned after 60,000 joules and 9:30 minutes of use however the procedure was completed utilizing the second fiber. There were no clinical consequences to the patient however operating time was extended. This report is for the first fiber.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The glass cap exhibits severe devitrification at the output window. The metal cap exhibits moderate charred detritus adhesion on metal surface. The fiber exhibits scratch marks on outer flow tubing. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation. This report is for the same event as manufacturer report: 2937094-2019-60469.

Event description:
It was reported that fiber broke during a photoselective vaporization of the prostate (pvp) procedure, after 60,317 joules and 9:09 minutes of use. The replacement fiber malfunctioned after 60,000 joules and 9:30 minutes of use however the procedure was completed utilizing the second fiber. There were no clinical consequences to the patient however operating time was extended. This report is for the first fiber.